Event description:
Per complaint (B)(4), a patient's buccal bone was too thin and broke during their dental implant placement procedure. The implant was removed. The procedure was not completed within the same visit.